Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the lead had high impedance measurement and had failed to capture. The lead was removed. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events of failure to capture and high pacing lead impedance were not confirmed. A complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood or tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination did not find any anomalies. Analysis was normal. No anomalies were found.